Manufacturer narrative:
Updated fields: h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the endoscopic support specialist engaged the customer remotely and provided instruction for use (IFU) guidance on thorough drying, and the facility was advised to consider an active drying solution. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during set up, the gastrointestinal videoscope auxiliary water port was wet on the scope connector after it was removed from the storage cabinet. There were no reports of patient involvement.